Manufacturer narrative:
The common device name should have been "drg ins" rather than "drg ipg". The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg pocket site. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the patient's ipg pocket site was relocated and ipg was explanted and replaced. Therapy was established post operatively and issue resolved.